Event description:
The customer reported via phone call that the insulin pump alarmed button error while they were priming the tubing. The blood glucose reading was 157mg/dl. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
There was no button error alarm noted. All buttons function properly. There was no moisture damage or corroded keypad traces noted. The unit had cracked reservoir tube lip.